Event description:
Proxy biomedical was notified on (B)(6) 2013 via email by the polyform distributor ((B)(4)) that they have received a complaint on (B)(6) 2013, regarding a polyform product from a pt's legal rep. The complaint states that as a result of the polyform implant (date of implantation is (B)(6) 2010), the pt injury occurred. The pt is identified as "(B)(6)." Her date of birth is unk, her weight and height details are unk. The hospital where the implantation procedure took place is (B)(6). The physician who treated the pt is dr (B)(6). Contact details are unk. The pt is reported to have had an additional device, an apogee vaginal vault prolapse repair system, implanted on (B)(6) 2010.

Manufacturer narrative:
Method: device was not returned for eval. Conclusions: inconclusive, investigation ongoing. The device is a synthetic device made from polypropylene. Injuries such as pain, mesh erosion, infection, incontinence, fistula formation and dyspareunia are documented risks associated with the polyform device - ref design fmea and polyform product insert (instructions for use).